Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately low, compared to another meter. The complaint was classified based on customer service representative (csr) documentation and further information obtained from medical surveillance specialist (mss) listening to initial call. The reporter stated that the meter issue began on (B)(6) 2017 at 5 pm. The reporter alleged that the patient obtained a blood glucose reading of ¿121 mg/dl¿ on the subject meter compared to ¿600 mg/dl¿ on an emergency room meter. The tests were performed greater than 30 minutes apart, therefor the time difference between these readings exceeds lfs¿ criteria for a valid comparison. The reporter confirmed that the patient manages his diabetes using insulin, and in response to the alleged inaccuracy she tried to give him some water but he was unable to swallow. At 5.10 pm on (B)(6) 2017, the reported alleges that she took the patient to the emergency room, it is unknown if the patient had developed any symptoms but a blood glucose reading on the hospital meter obtained a reading of ¿600 mg/dl.¿ the reporter stated that the patient was treated with IV insulin. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The csr was unable to walk through a retest with the reporter as the call was disconnected. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.